Manufacturer narrative:
The investigation has determined that a non-reproducible, discordant positive vitros ahbs result was obtained from a non-vitros biorad viroclear negative control tested on a vitros 3600 immunodiagnostic system. The assignable cause for the discordant reactive vitros ahbs result was instrument related as within-run precision testing was outside of acceptable guidelines. Acceptable vitros ahbs performance was obtained after service actions to the well wash system performed by an ortho field engineer indicating that service actions had resolved the issue. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed a non-reproducible, discordant positive result obtained from a non-vitros biorad viroclear ahbs negative quality control fluid using vitros immunodiagnostics products anti-hbs reagent on a vitros 3600 immunodiagnostic system. Viroclear result of 16.68 miu/ml vs. The expected result of <5.00 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. The customer did not indicate that patient samples were affected, however, the investigation could not conclude that patient samples were not affected, or would not be affected if the event were to recur undetected. Ortho clinical diagnostics (ortho) was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).